Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the broken drill bit is undetermined. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. The broken drill bit presents no risk of injury or death to the patient and was left in place. Sign fracture care international continues to monitor these events as part of our post market activities.

Event description:
It was reported on (B)(6) 2015, that a sign im nail implanted to repair a fracture of the left femur; had a drill bit break during surgery. The drill bit was left in place.